Event description:
It was reported that approximately 5 years, 8 months, and 2 weeks following the implant of this transcatheter bioprosthetic valve in a patient with a mean gradient of 6 mm hg, the patient was hospitalized with heart failure and shortness of breath. An echocardiogram revealed severe central regurgitation, mild paravalvular leak, plaque/thrombus, and a possible a torn leaflet. Sinus tachycardia was observed on a electrocardiogram. Per the physician, the cause of the torn leaflet is unknown. A surgical explant of the valve has been planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the final implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3 millimeters (mm). At discharge, the mean gradient was 5 millimeters of mercury (mmhg) with a peak of 11 mmhg. The valve was implanted in the native valve. Per the physician, the patient did not have any pre-existing coagulopathy issues, blood disorders or disease. Following the valve implant, anti-platelet medication was used (asa/plavix). No anticoagulation therapy was used. The last three international normalized ratio (inr) before the thrombus was detected was normal (1.0, 0.9 and 0.9).

Event description:
It was reported that approximately 5 years, 8 months, and 2 weeks following the implant of this transcatheter bioprosthetic valve in a patient with a mean gradient of 6 mm hg, the patient was hospitalized with heart failure and shortness of breath. An echocardiogram revealed severe central regurgitation, mild paravalvular leak, plaque/thrombus, and a possible a torn leaflet. Sinus tachycardia was noted on an electrocardiogram. Per the physician, the cause of the torn leaflet is unknown. A surgical explant of the valve has been planned. Additional information was received that approximately one week after hospitalization, the valve was explanted and surgically replaced.

Manufacturer narrative:
Updated: a4, b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.